Event description:
The customer reported that the 2800 system had a burning smell then the monitor would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call.